Manufacturer narrative:
(B) (4). CAPA (B) (4)has been initiated to address the issue of insufficient solvent bond.

Event description:
The customer states that one patient generated an axsym toxo igg assay false negative result of less than 2.0 iu/ml. The same patient came back to the lab about one month later and was redrawn and generated an axsym toxo igg assay result of positive (28 iu/ml). The customer then retested the original sample and generated a positive result of 26 iu/ml. No suspect results were reported from the lab and no impact to patient management was reported. A service call was initiated.

Manufacturer narrative:
(B) (4) the actual sample was evaluated. Three companion samples were also received and evaluated. The end of the tubing was analyzed under binocular and an insufficient quantity of solvent was noticed. Solvent was irregularly applied at the end of the tubing. The line of solvent shows where the tubing was inserted in the luer-lock (3mm). On the companion sample, the line is noticed at 8 or 9mm from the end of the tubing. A separation between the luer-lock and the tubing was confirmed. The root cause has not been determined. An additional inspection will be performed after production of the sub-assembly.

Event description:
It was reported by the affiliate that during an unknown procedure, the handle to the stapler snapped during firing. They had to use another stapler to free the ets. Another device was used to complete the procedure. There were no adverse consequence for the pt. Customer disposed off, no device will be returning. Add'l f/u: the surgeon who was using the device is on paternity leave and haven't been able to get in touch with him, so the answers below are what theatre staff were able to tell me. I checked again when I was in the account last week and they definitely don't have the device.

Event description:
On (B) (6) 2010 the customer contacted baxter to advise that a continuous flow intravenous (IV) set split open during a patient infusion of normal saline with 20% potassium chloride (kcl) infusing at 100ml/hour via a baxter device resulting in loss of blood and fluid to the patient. This event occurred during the night approximately one hour after the start of therapy. Blood was noted on the patient's clothes and the bed due to a split in the tubing. The split was seen where the tubing meets the connector on the central line. It is unknown how much blood was lost. The care giver (cg) stated that the pump did not alarm. The patient did not require hospitalization however the nurse was contacted and the patient's blood volume was brought back up (means to replace the blood volume unknown). The patient has recovered, continues to feel weak, and did require an unknown plasma treatment. The sample is available for evaluation. During a follow up on (B) (6) 2010 additional information was received: the patient usually has low hemoglobin (level unknown) and has been in home care for 5 years.

Manufacturer narrative:
(B) (4). The sample has been requested but not yet received therefore an evaluation has not been completed. This product is the same or similar to product code 2c6519 that is distributed in the u.s.